Event description:
Customer has a bed that has no reverse trend. Rep said that he did not know if there was a pt in the bed, and there were no alleged injuries. Rep said that he was unable to duplicate the problem with this bed.